Manufacturer narrative:
Block b3: exact date unknown, event occurred in december 2025. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70 serial number: (B)(6). Batch/lot number: 7077060 model/catalog description: linear st lead kit 70 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation due to lead migration that was confirmed via x-ray. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned per hospital policy.